Event description:
It was reported that during the laser lead extraction of right ventricular (rv) lead, the atrial lead dislodged and came out of the body in pieces. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID d154awg, defibrillator implanted: 2007-(B)(6); product ID 6949-65, defibrillator lead, implanted: 2007-(B)(6); (B)(4).

Manufacturer narrative:
Product event summary: the lead was returned and analyzed. A proximal portion was received measuring 38 cm. A distal portion was received measuring 38 cm. Analysis was performed and no anomalies were found. However, the outer insulation of the lead was extrinsically breached due to a tear, and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that during the laser lead extraction of right ventricular (rv) lead, the atrial lead dislodged and came out of the body in pieces. The lead was explanted and replaced. No patient complications have been reported as a result of this event.